Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The stealth orbital atherectomy device (oad) could not be delivered over the aortic bifurcation through a 6fr sheath. A 7fr sheath was then used as a troubleshooting measure, but the oad still could not be advanced over the bifurcation through the sheath. The procedure was aborted due to the inability to deliver the device and concerns regarding elevated blood pressure. The elevated blood pressure was not attributed to the oad. In the opinion of the physician, the oad should have been able to traverse either sheath and the bifurcation.